Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 498 mg/dl. The customer's doctor stated that the customer may have some sort of infection. Troubleshooting was performed, and the insulin pump passed the prime test. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.